Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of endophthalmitis is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts was implanted in left eye. Hcp received a call from the emergency room on pod692 that patient sought treatment for endophthalmitis. Hcp stated that the xen®45 gts had not been working effectively prior to this date. Device remains implanted. Event remains ongoing.